Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. The user's blood glucose (bg) level was in the 400's (mg/dl) with moderate ketones. The user addressed bg level with a manual injection. Reportedly, the user primed the tubing to successfully remove air bubbles.